Event description:
It was reported that the ventilator's turbine went inoperational. This happened during a routine ventilator check. The respiratory therapist could not get the ventilator to cycle with a test lung and cold not hear the turbine on the ventilator. The ventilator was not connected to a pt. It is unk if the ventilator alarmed.

Manufacturer narrative:
Na